Event description:
Loss of sensing was observed. This lead was explanted.

Manufacturer narrative:
In the returned state, the lead was cut through 13 cm distal of the is-1 connector pin. Both lead fragments were returned and thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection showed deformations of the shock coil that are with high probability a result of the explantation process. The analysis did not show any further deviations that could be related to the clinical complaint. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.